Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on the verify screen with vibratory and audible sounds. The black box shows an unconfirmed occlusion alarm on (B)(4) 2013 at 17:19. The alarm went unconfirmed until (B)(4) 2013 at 18:40. This completely discharged the battery; the pump began to continuously reboot. A 1 unit per hour basal program was executed in the pump for 24 hours using the returned battery cap; no power interruptions or eaw's were duplicated during the duration period. Removed the pump cover; no evidence of moisture or damage to the pcb was observed. The returned battery cap and the battery compartment contain no damage. The returned battery cap attaches to the pump with no issues and no visible yellow o ring.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had powered off without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.